Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while connected to a patient, the external pulse generator (epg) turned off. The battery was replaced but the epg would not turn on. The epg was replaced with another epg and is expected to be returned. No patient complications have been reported as a result of this event.